Manufacturer narrative:
Device evaluation: h10 results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log file analysis tool and screenshot of service screen were utilized.alarm 300- ""device failsafe"" triggered as alarm 542"" scaled ventilation sensor out of range-failsafe"" triggered. . Safety valve was leaking while the user tried to perform the calibration.root cause was due to a user failure-not following the instruction to replace the safety valve.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 when turning on showing technical failure 300 (device in failsafe) and technical failure 542 (scaled ventilation sensor value out of range - failsafe). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Log file analysis reveals error 542 was present between 01.09.23 and 14.09.2023 but starting on 15.09.2023, technical failure 401(inspiration valve or device leaky) is active along with an indication that the press blower is too low and not stable. Advised to perform the o2 gas path test. The o2 safety valve looks like it has not been replaced, since the unit has been in constant operation both with ventilation on and off since the 26.09.2023 vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.